Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a deep inner ache and tingling. The patient reported seeing a mark similar to a burn mark where the back-therapy pads were. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed a steroid and pain ointments. The medical outcome is unknown.

Event description:
A us distributor returned the patient's electrode belt. Upon investigation a reportable malfunction was found electrode belt sn (B)(6) was unable to complete incoming functional testing. A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as a deep inner ache and tingling. The patient reported seeing a mark similar to a burn mark where the back-therapy pads were. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed a steroid and pain ointments. The medical outcome is unknown.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. As received, all three of the therapy electrodes were missing from the electrode belt. The root cause for the missing therapy electrodes was physical abuse. There was no adverse event resulting from the damage electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.